Manufacturer narrative:
The device was evaluated by olympus and the user facility report could not be confirmed however; results did find a worn out video connector latch which was causing a poor connection to the scope end. Additionally, it was observed the device needed a software upgrade and new switch. The device was equipped with a software upgrade and video connection then the device passed all functional testing. Olympus will continue to monitor complaints for this device.

Event description:
This report is being supplemented to provide new information provided by the user facility report and device evaluation results. The reported stated that it was believed that this issue occurred in (B)(6) 2020 however; the exact date is unknown. It was also reported that the errors occurred during patient use and the screen went black but there was no patient injury. The procedure being performed was a ureteroscopy and was able to be completed with another cv-190. The patient pre-existing conditions and demographic information were not available. During initial inspection of the device there were no damage or abnormalities observed and no debris on the electrical contacts. It was also noted that there were no other issues with the other devices.

Manufacturer narrative:
The device was received by olympus for evaluation however; investigation is currently in progress. Upon completion of the device evaluation, a summary will be provided in a supplemental report.

Event description:
The user facility reported that the device produced error code b30 and e15. The reporter stated that this occurred during procedure but no additional information however; there was no patient harm reported. Olympus is attempting to gather additional information related to this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the b30 communication error was probably caused by a worn out lock latch on the video connector socket, making the connection unstable. Since this event was not reproduced by the repair department, it is also likely that the cause of this event was application of some force to the endoscope connector, creating a loose connection and the user moved the endoscope forcibly which caused lost connection and occurrence of the error. Per the legal manufacturer, the other device defects included in the initial MDR (e315, worn latch, software update and new switch) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.